Event description:
We were contacted by a cremation center to obtain instructions on removal of a vns products. It was reported that the patient passed away on (B)(6) 2013 from acute respiratory failure due to sepsis, which was unrelated to the vns reported by the crematory center. Acute respiratory failure due to sepsis was on their death certificate. A following physician for the patient at their time of death has not been located. They have not seen their past physician in over three years therefore the relationship of their death event to their vns from a medical professional has not been attained.

Event description:
An analysis was performed on the returned lead portion. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly (body), including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis was completed on their explanted generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.621 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 102.513% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.